Event description:
It has been reported to philips that the system would not boot up. It was stuck at the phillips logo screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected remotely and suspected that a flex pc power supply failure. After reviewing log file, rse found that, flex vision cannot display grabbed video input. To resolve the reported problem rse advised to replace the flex vision pc. The biomed replace the flex vision pc and sent the part for further analysis and the failure was confirmed. After the replacement of the flex viewing pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.